Event description:
Revision surgery was reported due to pe-granuloma and osteolysis after 8.5 years.

Manufacturer narrative:
Smith & nephew is not the legal manufacturer for the device explanted in the reported revision.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) pressed go and started the initial drain. After realizing that he was not connected, hp then connected to the hc machine and received the 2240 alarm. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. The tsr advised the hp to start over again using new supplies. During a follow up with the nurse regarding the alarm, it was revealed that the she had advised the hp of the appropriate procedure and explained the importance of following procedure. Per nurse, hp is doing fine and continuing therapy without any issues as far as she knows. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.